Manufacturer narrative:
Product was implanted, nothing to return for evaluation. Review of device history records show that lot released with no recorded anomaly or deviation. The user facility is foreign; therefore a facility medwatch report will not be available. Current information is insufficient to permit a valid conclusion about the cause of this event. If additional information is obtained that adds value to the relevant content of this report and/or a conclusion can be drawn, a follow-up report will be sent.

Event description:
It was reported the surgeon performed a unilateral joint replacement on (B)(6) 2011. During the surgery, the implant was found to not fit as expected. The surgeon was able to contour the bone and successfully implant the prothesis. Contouring the bone delayed the surgical procedure by about 2 hours.